Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that the tip of the sgw atw .014 str floppy 195 cm. Guidewire was noted to be distorted/compressed after it was removed from the packaging, and analysis of the device showed that the wire was unraveled. Another device was used to complete the procedure successfully and there was reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. The product had not been re-sterilized. The guidewire was removed from the dispenser by the distal ¿floppy¿ end. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available including target lesion information. One non-sterile atw marker guidewire was received coiled inside of a plastic bag. The sample presented evidence of a bent at approximately 2cm from tip. The whole guide wire was inspected under microscope and it was observed that a 7mm section of the coil wire was unraveled at approximately 2.5cm from the tip; no other anomalies were visually observed. The device history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure as ¿distal tip - damaged-prior to use¿ was confirmed, since the guidewire was received bent and the coil wire presented evidence of an unraveled section. It was not possible to determine how or when damage occurred; however, the damage could have occurred during removal of the device. The IFU states ¿open the sterile package slowly. To prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft. Note: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. Please note that this is the initial/final report for this file.

Event description:
The report received from the affiliate indicated that the tip of the sgw atw .014 str floppy 195 cm. Guidewire was noted to be distorted/compressed after it was removed from the packaging. Another one was used to complete the procedure successfully. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. The product was not re-sterilized. The guidewire was removed from the dispenser by the distal ¿floppy¿ end. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available including target lesion information. Addendum: based on the product analysis, the distal tip was noted to be unraveled/stretched.